Event description:
It was reported that the pt had experienced symptoms of burning sensation; the right leg was numb (felt like it was asleep). The date of onset was a few months ago. The pt was redirected to report symptoms to the hcp. Additional info has been requested from the physician.

Manufacturer narrative:
.